Event description:
It was reported that this patient was resuscitated in the ambulance and brought to the hospital. Interrogation of this implantable cardiac resynchronization therapy defibrillator (crt-d) device revealed a code 1006, due to high voltage detected on lead during a charge, and an estimated battery longevity of 1 year remaining. The physician reported right ventricular (rv) lead conductor damage. The device was surgically explanted and given to the patient as a souvenir. The rv lead was capped/abandoned. Besides surgical intervention, no adverse patient effects were reported. New information was received that the patient returned the crtd device to the clinic, and the boston scientific representative is returning the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection was unremarkable. Interrogation confirmed code 1006 indicative of high voltage detected on leads during charge and code 1009 indicative of capacitor discharge into internal dump resistor exceeded a time limit. The device was x-rayed which confirmed the plasma fuse was intact. The device case was open and visual inspection noted that the device experienced a high energy condition causing electrical overstress damage of the internal components. Based on the investigation and analysis it was determined that this likely occurred when the patient received external defibrillation during ambulance resuscitation.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this patient was resuscitated in the ambulance and brought to the hospital. Interrogation of this implantable cardiac resynchronization therapy defibrillator (crt-d) device revealed a code 1006, due to high voltage detected on lead during a charge, and an estimated battery longevity of 1 year remaining. The physician reported right ventricular (rv) lead conductor damage. The device and rv lead were surgically explanted and given to the patient as a souvenir. Besides surgical intervention, no adverse patient effects were reported.